Event description:
Event description cpi received information that this patient with a myocardial lead was experiencing oversensing and intermittent loss of capture. An invasive procedure was performed and the physician found a lead fracture. The physician elected to replace the lead and implantable pulse generator (ipg) at that time.